Event description:
It was reported by a customer that on (B)(6) 2011 there was diminished fiber vaporization; the fiber was damaged at the tip at 34,608 joules. No pt injury was reported.

Manufacturer narrative:
The device was returned to the manufacturer and analyzed. The failure analysis disclosed that the fiber cap region was not burnt or melted. Fiber cap remained intact and attached. The fiber cap was drilled through. The shrink tube and fiber jacket were not melted or burnt. The bevel section was melted. The bevel section did not exhibit burnt glue. The fiber cap exhibited detritus, char, devitrification and melted glass. The fiber cap condition would result in reduced vaporization efficiency and may also cause forward firing. The joules verified on the fiber card were 34,460 joules. The root cause of the device failure was determined to be heat accumulation. Due to anatomical/procedural factors encountered during the procedure, the fiber cap wear was accelerated which limited the performance of the fiber. The product labeling (product insert 0127-1410) warns that tissue contact or tissue probing may cause fiber damage or breakage.